Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011 on a female patient over 18. According to the complainant, the account reported that when starting the heat up phase of the procedure, the console went in to cool down. There were no error codes noted. However, some tissue was reported to be in the tubing. There were no cervical leaks or injury to the patient. The procedure was successfully completed using another hydrothermablation procerva procedure set. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because, it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.